Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on saturday, the patient felt painful frequent electrical jolts on the right side of the body that went in the foot up to the head. The hcp checked impedances and 0-1 was 3398 ohms. In november, the impedance was 1056 ohms on the same contacts. The doctor said the patient had a fall on (B)(6) 2020 but had no issues after the fall. The patient was going to do x-rays and try reprogramming. No further complications were reported/anticipated.